Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was being oversensed. Technical services (ts) reviewed noting this was non physiologic and recommended an in clinic evaluation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was being oversensed. Technical services (ts) reviewed noting this was non physiologic and recommended an in clinic evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted alongside the system, due to infection. No additional adverse patient effects were reported.